Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found the lid of the processor had come unlatched during the fill portion of the processing cycle, when the lid seal inflated. The technician's inspection identified that the lid latch did not fully connect on both sides of the lid, resulting in the reported event. To resolve the issue, the technician replaced the lid latch assembly, ran a test cycle and confirmed the unit to be operating properly. The system 1e was returned to service and no additional issues have been reported. The unit was manufactured in 2011 and is under steris service agreement.

Event description:
The user facility reported a water leak from their system 1e processor. No injury or procedure delay or cancellation was reported.